Event description:
It was reported that the ventricular lead exhibited loss of capture. The system was programmed vvir, and a six second pause in pacing was noted during arm manipulation. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.